Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: at the time of preparations, it noticed a monorail part being broken. Pt condition: no complications and good.

Manufacturer narrative:
During investigation, bloodstain were observed inside of the distal tip assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and no indication of any resistance for tracking the guidewire. During image characterization testing, good square image appeared in the system and the product performed within specs. No kink was observed in the sheath assembly.